Manufacturer narrative:
A clinical investigation was performed. A temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the event of peritonitis which warranted antibiotic therapy. The pdrn stated the peritonitis was directly caused by the fluid leak from the liberty cycler set. However, those persons undergoing pd therapy are known to be at high risk for developing peritoneal infections. Based on the information available, the liberty select cycler and/or the liberty cycler set cannot be disassociated from the event. The liberty select cycler and liberty cycler set were not returned to the manufacturer for evaluation. As such, the liberty select cycler and liberty cycler set cannot be excluded from having a possible causal or contributory role in the event.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. In fill phase cycle 1 of the post-ast 2 hour 15 min 8500 ml simulated treatment, a hb make sure hb is on ht tray and unclamped message occurred and the treatment was cancel. An inspection of the heater tray found it was not obstructed and was functioning correctly. The failure was due to a fluid intrusion, which clogged a filter (hp1). The hp1 was replaced with a clean filter. Accelerated stress test (ast) was performed and passed. There were no fluid leaks in the test cassette during tests. A second post-ast 2 hour 15 min 8500 ml simulated treatment was performed and passed. The cycler underwent system air leak and valve actuation testing and passed. A patient sensor calibration test was performed and passed. The cycler tested positive for glucose. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the cycler found visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an unknown alarm during treatment. The alarm was unable to be cleared and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and to follow up with their peritoneal dialysis nurse (pdrn). Patient advised they would continue treatment with continuous ambulatory peritoneal dialysis (capd). Upon follow up, the peritoneal dialysis nurse (pdrn) stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The patient developed peritonitis on (B)(6) 2018, despite of the prophylactic antibiotics given after the patient reported the fluid leak. Pdrn stated that the patient did have a culture taken which was positive for peritonitis, however was unsure of what the organism was or when the culture was taken. Pdrn stated that the patient was prescribed antibiotics, but the type, route, dose, and duration were unknown. Pdrn stated that the cause of the peritonitis event was due to the fluid leak. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation.